Manufacturer narrative:
(B)(4).

Event description:
"Resistance was found when inserting swg in ars and caused swg kinking".

Manufacturer narrative:
Qn# (B)(4). The customer returned a lidstock and one ars for evaluation. The guide wire was not returned. After failing functional testing the inside of the ars was visually inspected. A small, black plastic material was found inside the proximal end of the ars. The material was blocking the swg from passing through. The material was able to be removed. After removing the material, the swg was able to pass through as expected. No other defects or anomalies were observed on the ars. Visual inspection of the guide wire could not be completed since the guide wire was not returned. An inventory guide wire of the same size as the one provided in this kit was attempted to pass through the returned ars. The inventory guide wire could not pass through the proximal end of the ars because of the black plastic material. The material was able to be removed. After removing the material, the inventory swg was able to pass through as expected. Manufacturing was contacted to better understand if the material found in the ars could have come from the manufacturing process. The sample was also shipped to their facility for investigation. They confirmed that the material found in the ars was not similar to anything used in the production of the ars, including equipment. They also confirmed that each ars goes through 100% through pass testing to make sure no ars is blocked. A DHR review was completed with no relevant findings. The complaint that the swg could not pass through the ars was confirmed through this investigation. Although the original guide wire was not returned, an inventory guide wire of the same size would not pass through the ars. Visual examination revealed a small plastic material was blocking the pathway of the guide wire. After the plastic piece was removed, the guide wire passed through as expected. A DHR review was completed with no relevant findings and manufacturing was contacted to better understand if the material found in the ars could have come from the manufacturing process. The sample was also shipped to their facility for investigation. They confirmed that the material found in the ars was not similar to anything used in the production of the ars, including equipment. They also confirmed that each ars goes through 100% through pass testing to make sure the ars is not blocked. Since none of the components provided within this kit contain the black plastic material observed in the ars, and since manufacturing confirmed that the material could not have come from their equipment or process, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: "resistance was found when inserting swg in ars and caused swg kinking".